Event description:
Dealer states the pilot valve is leaking, the on off switch has a short circuit. No further information provided. . Additional non-reportable complaint for this device; dealer alleges the pilot valve is leaking.